Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 11/2023).

Event description:
It was reported that during preparation of dialysis catheter implant procedure, the puncture needle allegedly cannot rinse. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that during preparation of dialysis catheter implant procedure, the puncture needle allegedly cannot rinse. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 13.5fr hickman d/l catheter, one introducer needle, one guidewire straightener loaded to a j-tip guidewire in a guidewire hoop, one syringe, one 14.0fr introducer peel-apart sheath and vessel dilator, two end caps and one suture wing were returned for evaluation. Gross visual, microscopic visual and functional testing were performed. The investigation is confirmed for the reported difficulty in flushing issue and identified fracture issue as small cracks were noted within the introducer needle hub. Upon infusion, small drops of water was observed exiting the introducer needle hub while exiting the distal end. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 11/2023). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.